Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) inspected the device and could not duplicate the reported condition. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator entered "backup ventilation for no reason." Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received showed the device was in use on a patient, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.